Event description:
Per the audiologist's report, the patient heard well only during the first fitting. After that time, the patient reported that sound decreased in loudness over time to the point that she only experienced sound at a very soft tone. The patient also experienced facial nerver stimulation at very high stimulation level. Intergrity testing on 8/17/2005 revealed four faulty electrodes. It was recommended that these electrodes and those that were causing the facial nerve stimulation be deactivated, reprogramming did not resolve the problems. Explantation/reimplantable surgery is scheduled for 2006.